Event description:
It was reported that prior to the lap hiatus hernia repair, all 3 devices gave an instrument error code. Troubleshooting occurred. No pt consequence was reported.

Manufacturer narrative:
Eval summary. Device a was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Device b batch #c9cg6t was returned with the tissue pad missing; in addition, upon further inspection of the device, the buttons were noted to be non-functional due to a misassemble issue. As the tissue pad was not returned, further eval could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of the this magnitude would have been detected during this inspection and testing. Device c was returned in good visual condition; however, no functional test could be performed due to a misassembled switch assembly (compress buttons). No other anomalies were noted.